Event description:
The customer reported that the lifeband on the autopulse platform (sn (B)(6)) was cut at the end of a call to allow the patient to be transferred with the electrodes still attached. However, the autopulse platform's driveshaft no longer returns to its "home" position. According to the customer, the reported issue did not affect patient care. No consequences or impacts on the patient. Later, the customer contacted zoll to report that they were able to detach the cut lifeband from the autopulse. However, the platform is now displaying user advisory (ua) 45 (not at "home" position after power-on/restart). Zoll tech support instructed the customer to clear the ua45 advisory message and requested that the customer call back to inform zoll if the issue was resolved.

Manufacturer narrative:
The customer's complaint that the autopulse platform's (sn (B)(6)) driveshaft no longer returns to its "home" position was confirmed during the functional testing. The reported complaint of the platform displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed during the archive data review. The root cause of the reported complaint was a failed encoder. The archive data indicated multiple ua45 messages, confirming the reported complaint. The autopulse platform failed functional testing. The driveshaft was unable to be rotated back to its home position. The encoder needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).